Event description:
Balloon slow to deflate.

Manufacturer narrative:
The report from the affiliate indicated that the pt was admitted to for a (pta) percutaneous transluminal angioplasty of an internal carotid artery in 2004. The vessel was slight calcified, not tortuous, and was 80% occluded. The vessel was pre-dilated with a boston balloon, follow by the deployment of a wall stent. Then, a savvy balloon was utilized to post-dilate the target site at inflation of 10atmospheres. The balloon was inflated at unknown pressure, but it would not deflate. The balloon was deflated with saline filled syringe (amount unknown). The procedure was completed with sasuga (bsj/size unknown). The same indeflator was utilized for the pre-dilation and deployment of the implanted stent. In addition, the report indicated that the contrast mixture was 70% hexabrix320 and 30% saline. There was reported pt injury with this event. Additional info will be submitted within 30 days upon receipt.